Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed far-r oversensing on the atrial lead. No changes or intervention was reported. The patient condition is stable.